Manufacturer narrative:
Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Two weeks after the procedure, the patient experienced a stroke. As of (B)(6) 2024, the root cause was unknown and the physician was unable to rule out barostim. An MRI was done but the physician was unable to determine the root cause of the event. The patient was sent to hospice.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was unknown. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Two weeks after the procedure, the patient experienced a stroke. As of (B)(6) 2024, the root cause was unknown and the physician was unable to rule out barostim.